Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted to report the manufacturer's investigation conclusion.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh) was elevated. It was also noted that they had been on and off anti-coagulants due to post procedure bleeding. Log files were submitted that showed routine events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding and elevated lactate dehydrogenase (ldh), as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established through this evaluation. The controller event log file contained data from (B)(6) 2021 at 22:16:59 until (B)(6) 2021 at 10:28:21 where motor power, calculated flow, and average pi ranged from 4.309-5.257 watts, 5.0-6.0 liters per minute (lpm), and 1.3-4.8, respectively. The log file appeared to capture the system functioning as intended. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6) , and no product was returned for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including bleeding and hemolysis. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.